Event description:
It was reported that the customer received a no delivery alarm while filling the cannula. The customer's blood glucose was 91 mg/dl. Troubleshooting was done. Advised customer to run a manual prime of at least five units, and insulin did not exit the tubing. The customer mentioned air in the reservoir, which she was unable to prime out. The customer attempted the process again, and insulin exited as well as the air. The customer ran another manual prime, and the insulin pump alarmed no delivery. The customer assembled a new infusion set and reservoir and ran a manual prime successfully. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by a set or reservoir occlusion. Advised to monitor the insulin pump and call back if needed. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.